Event description:
An attempt was made to use a submarine plus pta balloon catheter to treat a patient. The device was inserted in the patient and the balloon was inflated. The balloon burst below nominal pressure. Device was discarded. Another balloon was used to complete the procedure.

Manufacturer narrative:
(B)(4). Evaluation: results: other (based on the limited information provided, no root cause can be determined. Device discarded).